Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. It was also reported that the insulin pump alarmed no delivery. Troubleshooting was performed. The insulin did exit during prime. The customer declined troubleshooting for high blood glucose. The reservoir will not be returned for analysis.